Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc reviewed the data provided. The ccc found the customer's quality control (qc) was in at the time of the event. The ccc received the temperatures of the cuvettes and reagent, resulting in range. The ccc tested ultrasonics for each probe, resulting within specifications. A siemens customer service engineer was dispatched to the customer's site. The cse evaluated the instrument. The cse replaced reagent 2 drain. Cse performed alignments. The cse performed system check and ran qc, resulting within specifications and range. The cause of the discordant, falsely elevated alanine aminotransferase and aspartate aminotransferase results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated alanine aminotransferase and aspartate aminotransferase results were obtained on five patient samples on a dimension exl with lm instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same dimension exl with lm instrument, resulting lower. The repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated alanine aminotransferase and aspartate aminotransferase results.